Event description:
It was reported that there was a lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): proximal conductor fractured, the defibrillation coil was distorted, several conductors were distorted, there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking and the outer insulation was torn; distal segment returned and analyzed.